Event description:
It was reported that device eroded the bottom left side of the pocket confirmed by visualization of the device (exposure). The entire system was explanted. Implant procedure yet to be schedule. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).